Event description:
Patient came to emergency dept for a fractured right toe which was reduced. Patient was discharged with crutches. In under two hours the tubing cut through the rubber tip and the patient slipped and fell. The patient was not harmed. When the crutch was examined by the patient's mother, it was noted that the crutch did not have a washer at the end of the aluminum tubing like the other one had. The emergency dept was notified. The crutches in the department was checked and no other crutch had this defect.